Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 41 mg/dl at the time of the incident and current blood glucose is 222 mg/dl. The customer was treated with food. The customer believes the insulin pump was over delivering. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump and reservoir will be returned for analysis.